Event description:
It was reported that product packaging appeared to be damaged for one item of product (B)(4). No adverse consequences were reported.

Manufacturer narrative:
Based on information provided by the sales representative and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. A secondary polybag has been introduced into the packaging configuration of these products to address this issue.